Manufacturer narrative:
(B)(4). Results: (dissection), other (root cause of dissection unknown).

Event description:
A complete se peripheral stent, diameter 7mm, length 150mm was intended to treat a right sfa lesion in a patient. The artery was treated with a 5x40 balloon to establish flow. After balloon dilatation, diffuse dissection and disease was noted. The physician then stented from the proximal popliteal artery back through the sfa with a 7x150 complete se and post-dilated with a 6mm balloon to high pressures. The occluded area was excellent; however, there was a proximal dissection. A second stent was used to treat the dissection and the area was post-dilated again with a 6mm balloon. Final results were excellent. No additional clinical sequelae have been reported.